Event description:
It was reported that after an initial bunion surgery, a broken medial plate was discovered during a post-surgery follow-up. Although there has been no injury reported and no information has been received indicating this malfunction has resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
It was reported that after an initial bunion surgery, a broken medial plate was discovered during a post-surgery follow-up. Additional information indicates the patient has a large body mass index (bmi) and tissue tension. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined due to the device not being returned for evaluation. However, it is possible the patient's large bmi and tissue tension could have contributed to what the patient experienced. Although there has been no injury reported and no information has been received indicating this malfunction has resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.